Event description:
(B)(4). The dentist reported that 7 months after the dental implant was installed in intraoral region #5, it was verified its non osseointegration. 25 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii), bone graft was not executed.